Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the adhesive was likely peeling off due to stress applied during use of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. During inspection and testing, service could not reproduce or confirm the customer's reported image noise. Further evaluation found the bending rubber adhesive was missing, and there were scratches on the bending rubber. The bending angle was lacking due to stretching of the angle wire, and the angle lock was loose. The universal cord and video cable had buckling. The video connector was cracked. Scratches were observed on the control section, control grip, angle lever, the up/down plate, right/left plate, switch #1, video connector, light guide connector, light guide cover lens, and video connector case. The video connector case had stains that were hard to remove. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that the subject device generated noise. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the adhesive around the objective lens had peeled off. This report is being submitted for the malfunction (adhesive peeled off) found during the device evaluation.